Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, that while using the vasoview hemopro 2 was on a large pt, the device quit burning and the wire separated on the jaws. A second replacement device was opened and the same thing happened. A third device was used to complete the procedure successfully. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Tissue buildup was observed on the jaws. The wire remained in place at the base of the jaws. The condition of the device was returned precludes any electrical testing for resistance, jaw force and temperature. However, a pre-cautery test per the instructions for use and a poly-fuse safety shut-down test are both able to be performed. The pre-cautery test was performed per the instructions for use with a reference cable, adapter and a reference power supply. The device passed the pre-cautery test. It produced steam and heat during several activation and shuts off when the toggle was released. A polyfuse electrical test was performed; the polyfuse successfully shut off the heater after a prolonged period of time and reactivated after approximately 30 seconds of cool-down. Based on the returned condition of the device, the reported complaint was confirmed for "bent/detached heater wire". The confirmed failure mode has been investigated in the CAPA system. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Internal complaint no: (B)(4).